Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 4:00pm at the doctor's office. Caller stated that his prodigy meter was reading high consistently for 2 weeks. Caller stated that he scheduled an appointment at his doctor's office. Caller stated that while at the doctor office he was sent via ems to adventist healthcare shady grove medical center located at 9901 medical center dr rockville, md 20850. While at the doctor, the end-user received a 549mg/dl on his prodigy meter. A normal result for that time of day is usually around 150-180mg/dl. Caller stated that there was no food or medicine consumed while waiting for paramedics to arrive. Caller did have orange juice while waiting. Paramedics arrived in about twenty minutes and did not perform a blood glucose test with their meter. Caller stated paramedics gave the end-user glucose packets. Caller stated that when he arrived at the hospital his blood glucose was 50mg/dl. Caller stated that he was given three graham crackers to increase his glucose and no other treatment was given. Caller stated that he was tested with his prodigy meter and received a result of 334mg/dl and the hospital meter gave a result of 120mg/dl when he was discharged. Caller was advised to follow up with his endocrinologist. No additional information was provided.